Event description:
Healthcare provider reports: protime sys inr results lower than reference lab. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR awaiting product return for further eval.